Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who reported a sector did not alarm correctly. The customer reported the central station (bh-flex-s2) did not generate a red alarm for bed 258 during a brady event (patient went into cardiac arrest) at 0932 on (B)(6) 2025. The central station only announced a yellow level low hear rate (hr) while the patient was coding. The following functional tests were performed: a philips remote service engineer (rse) was unable to view the central station main screen; however, was able to remote into the clinical audit trail with the assistance from the ras. The customer looked over the alarm review and saw the red alarms; however, the clinical staff indicated the red alarm did not display. The philips ras pulled the pertinent logs for further. The review revealed two bradycardia alarms, both of which were logged as red alarms. Leading up to the arrest (0800-0923), multiple yellow heart rate alarms for 46-48 bpm were noted along with pacer not pacing alarms. At 0932, a red level alarm was noted for 37bpm, which was acknowledged. Immediately following, a yellow alarm was generated for a rate of 25bpm, but no red alarm was generated. It was determined this was because the alarm would not repeat until the reminder time was up from the previous acknowledgement. The pause occurred at the same time as the heart rate alarm. The ras explained to the customer, with the current configuration settings, the red level alarm would not activate until it dropped below 40. A philips technical consultant (tc) further looked into the matter with the customer. The customer expressed their expectation was a red alarm for the drop to 25 bpm and an alarm notification for the 3.9 second pause. The logs were sent to an internal philips product support engineer (pse) for further investigation. The pse examined the logs provided by the customer and noted alarms generated and announced as expected. See below for the relevant section of the audit logs. (B)(6) 2025 9:32. 258 xbrady 37 <40 generated at 09:32:26. Pic ix: bh-flex-s2. (B)(6) 2025 9:32. 218-2 cannot analyze ECG ended. Pic ix: bh-flex-s2. (B)(6) 2025 9:32. 218-2 cannot analyze ECG ended. Pic ix: bh-4n-ov1. (B)(6) 2025 9:32. Red alarm sound played. Pic ix: bh-flex-s2. The pse requested the extrapolation of the configurations showing the alarm settings; however, the tc reported they could not be provided. Based on the information available in the case, the testing conducted, along with the logs provided by the customer, the reported problem to alarm red instead of yellow was not confirmed. The reported problem was not confirmed; the alarm logs show red alarms at 09:32:26. The unit operated as designed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported during a code due to a bradycardia arrest event; the patient's heart rate dropped to 25bpm with no red alarm and a pause of 3.9 seconds with no pause alarm. It was further clarified that the decreased heart rate triggered a yellow alarm when a red alarm was expected; however, the user responded to the bradycardia appropriately. The clinical audit logs were reviewed with the clinical specialist, revealing two bradycardia alarms, both of which were logged as red alarms. Leading up to the arrest (0800-0923), multiple yellow heart rate alarms for 46-48 bpm were noted along with pacer not pacing alarms. At 0932, a red level alarm was noted for 37bpm, which was acknowledged. Immediately following, a yellow alarm was generated for a rate of 25bpm, but no red alarm was generated. It was determined this was because the alarm would not repeat until the reminder time was up from the previous acknowledgement. The pause occurred at the same time as the heart rate alarm. There was no report of actual harm or impact associated with this complaint.